Event description:
The distributor reported on behalf of their customer that the 2001z-c, padpro:zoll dc;transparent-l/ws, 12x7, 10/cs was being used during an unknown procedure on (B)(6) 2023 when it was reported ¿burned patient. Unknown area. No permanent damage¿. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury due to patient obtaining an unknown degree of burn.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record review was requested from the manufacturer, and no indication of abnormalities were communicated.. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised that misuse (including reuse) of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. Conmed encourages the inspection and/or testing of all medical equipment, labeling, and packaging prior to use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 2001z-c, padpro:zoll dc;transparent-l/ws, 12x7, 10/cs was being used during an unknown procedure on (B)(6) 2023 when it was reported ¿burned patient. Unknown area. No permanent damage¿. There was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury due to patient obtaining an unknown degree of burn.